Manufacturer narrative:
(B)(4). Report source: foreign country(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019¿05744, 0001825034-2019¿05745, 0001825034-2019-05746.

Event description:
It was reported during inspection of the circulated items in the warehouse, it was discovered there was debris in sterile packages. No hospitals or patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as it meets packaging inspection specification. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as it meets packaging inspection specification. The initial report was forwarded in error and should be voided.